Event description:
Through implant patient registry and medical records, it was learned a 27mm 11500a aortic valve implanted 10 months, was explanted due to bioprosthetic aortic valve mrsa endocarditis. The explanted device was replaced with a 27mm 11060a aortic valved conduit. Patient tolerated the procedure well. Per medical records, patient presented with acute heart failure and aortic valve mass in the setting of several months of fatigue and recurrent dizziness and syncope. Due to the severity of the aortic valve obstruction, the patient underwent urgent redo avr with bentall procedure utilizing a 27mm 11060a aortic valved conduit. Upon visual inspection, the aortic valve had massive amount of vegetative material, which was somewhat irregular in appearance, almost with a white color to it. There was some penetration and abscess formation within the aortic wall, necessitating replacement of the previously implanted aortic graft. The infected aortic valve was removed as well as the previously placed ascending graft. Patient was placed on intra-aortic balloon pump. The patient tolerated the procedure well and was transferred to cticu. The post-operative course was complicated by cardiogenic shock and pulmonary edema requiring va ECMO on pod# 0 and impella on pod #1. The patient required multiple mediastinal washouts. Patient underwent cardioversion for sustained v-tach on pod# 8. On pod# 19, ECMO circuit was exchanged due to clotting and worsening hemolysis labs and later, the patient had another vt requiring cardioversion and pacing.

Manufacturer narrative:
Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Based on the information available, the most likely cause is patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned a 27mm 11500a aortic valve implanted 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.